Event description:
Foreign body removal, appeared to be a portion of tape associated with a dressing from the neoprobe during the "initial with" use of camera drape. Right breast mass with right nipple retraction and subsequent left breast mass, infiltrating lobular carcinoma with no evidence of metastasis.